Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient was revised due to the profemur neck broke. The patient was standing at the kitchen sink, he turned, felt a pop and dropped to the ground.